Event description:
During the procedure physician used endeavor resolute rx device to treat calcified lesion that exhibited 90% stenosis in the left main coronary artery (lm). The lesion was pre dilated but the device could not pass the lesion. The device was inspected prior to use with no abnormalities noted. The device was prepped before use according to instructions for use. No resistance encountered between the eres40030x and other devices used in the procedure. The physician used a new device, of the same size, to complete the procedure. No patient injury reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent damage was observed. Evaluation summary: the 12th and 13th proximal stent segment showed evidence of damage with stretched and overlapping struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (90% stenosis, calcification). Inherent risk of procedure (stent deformation). Deformation problem (stent). Evaluation conclusion: known inherent risk of a procedure. (Stent deformation). Device failure related to patient condition (90% stenosis, calcification). (B)(4).